Event description:
It was reported that during device change out, fluoroscopy was made and revealed externalized conductors. Lead remains implanted. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.